Event description:
It was reported that the pump battery was not charging "like it used to". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.